Manufacturer narrative:
Generally, such cases are not unknown in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr par 803. The implant was evaluated for diameter and length measurements and found to be in specification.

Event description:
In this event it was reported that after placement, a xive s plus implant seems to have affected the nerve, resulting in paraesthesia. As a result, the implant was explanted two weeks later and replaced by a shorter implant. According to the available info from the dentist, the paraesthesia has slightly decreased. It is very likely that the pt will make a full recovery.